Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 35 mmol/l. It was stated that the insulin pump was not working as it had been alarming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a prime error during prime test due to a faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime alarm anomaly. The insulin pump passed the displacement test.